Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8709, lot# l78417, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 2,500 mcg/ml lioresal baclofen at a dose of 290.1 mcg/day via an implantable infusion pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that approximately two weeks ago, (B)(6) 2016, the patient reported possible withdrawal symptoms to his managing physician. The managing healthcare professional (hcp) was consulted for a catheter revision/examination. The hcp was unable to aspirate the catheter and elected to replace the catheter. The hcp also elected to replace the pump, there was no record of any motor stalls with this pump, but given its 5 year life, the surgeon elected to replace it anyway. No external factors or events that may have led or contributed to the issue were indicated by the patient. The hcp lowered the baclofen dose and kept the patient in the hospital for observation. The issue was not resolved at the time of this report and the patient's status was "alive- no injury". No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.